Manufacturer narrative:
Continuation of d10: ddmc3d1 ICD implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received an inappropriate shock for an episode of supra ventricular tachycardia (svt) that was detected by the implantable cardioverter defibrillator (ICD) as ventricular fibrillation (vf) due to atrial undersensing of an unknown lead. It was further reported, from information obtained from the clinic, that the unknown lead is a medtronic right atrial (ra) lead and reprogramming was done where the atrial sensitivity was adjusted to resolve the undersensing. However, this immediately led to ffrw oversensing on the ra lead, but disappeared when atrial rate rose above 120 bpm and remained stable with no ffrw oversensing thru patient exercise. Additionally, due to the ffrw oversensing, the mode switch for the ICD was disabled as the physician said it is unlikely for the patient to require mode switching in the future. The device¿s programmed settings for svt limit and vf zone detec tion were both increased. Also, a new wavelet template was successfully collected and the auto-wavelet collection was disabled. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that atrial sensing is now good throughout the svt and episodes are correctly discriminated. Another template was collected, and reprogramming was done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.